Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2026, "we were unable to take specimens even though we heard the vacuum and made several attempts." It is reported that the patient procedure was aborted. Several attempts to obtain additional information from the user site regarding this event were unsuccessful. No further information is currently available.

Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva breast biopsy procedure on (B)(6) 2026, "we were unable to take specimens even though we heard the vacuum and made several attempts." It is reported that the patient procedure was aborted. Several attempts to obtain additional information from the user site regarding this event were unsuccessful. Investigation methods and findings: the device was not returned for this complaint. Investigation of this issue was conducted through customer-provided information, historical complaint review, analysis of similar events, and evaluation of product design. Cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the root cause analysis did not identify a definitive cause. A thorough review of device history records, complaint data, risk assessments, and testing did not reveal a specific failure mode. No further actions are required at this moment. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR for the corresponding lot was reviewed and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.